Event description:
It was reported that the device failed to evacuate. A jetstream xc catheter, 2.1mm, was selected for use in a procedure in the superficial femoral artery. The device primed successfully and was advanced to the treatment area and activated. During the first minute of operation, the device was aspirating. After that, no aspiration debris was noted and no fluid was flowing in the aspiration side of the tubing. The device was removed and exchanged for another of the same and the procedure was completed. No patient complications were reported.